Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery handpiece device was heating up and losing power during use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). The initial medwatch stated the date of manufacture was unknown, the date of manufacture is apr 27, 2010. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed the following pre-tests: check for leakage, check of free moving and check falling out protection (steal ring). Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined because evaluation is still pending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date returned to manufacturer was documented as jun 13, 2017 in the previous report and has been updated as jul 7, 2017. Further evaluation determined that the assignable root cause was due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.